Manufacturer narrative:
Add'l info has been requested.

Event description:
On dec 20, 2011 gore was made aware of an adverse event associated with the gore tag thoracic endoprosthesis published in the journal of vascular surgery (oberhuber et al technical and clinical success after endovascular therapy for chronic type b aortic dissections j vasc surg 2011;54: 1303-9). According to the article, this pt was implanted with the gore tag thoracic endoprosthesis at an unk date between (B)(6) 1999 and (B)(6) 2011 to treat a chronic type b dissection. Fifty three months post procedure, a reintervention took place for unk reasons implanting a jotec evita device. The pt tolerated the procedure.